Event description:
It was reported, "I was being supervised doing a PICC exchange on a patient, when I removed the PICC line I noticed it was leaking. New PICC line was already in place at this stage. Senior PICC placer was with me at the time. Sact had not been given down the line as PICC had not been working prior to exchange." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-03234 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-02201.

Event description:
It was reported, "I was being supervised doing a PICC exchange on a patient, when I removed the PICC line I noticed it was leaking. New PICC line was already in place at this stage. Senior PICC placer was with me at the time. Sact had not been given down the line as PICC had not been working prior to exchange." No other information was provided.